Event description:
It was observed that during the device evaluation, the video system center exhibited no image while shaking scope due to defective receptacle and button was not working intermittently and hard to press it due to defective front panel. There was no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: e2, e3, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "no image" occurred due to receptacle unit failure. In addition for the phenomenon of "it was difficult to press button" occurred due to front panel failure. Olympus will continue to monitor field performance for this device.